Event description:
It was reported by dealer that the mono jack for the 3gtq3-cg power chair has a short in it and the patient does not have very good use of his hands he uses his feet. He has a button to operate the function with his feet.